Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 52 mg/dl. The customer was treated with snacks. The customer was advised go to back up plan or suspend the insulin pump until she can speak with healthcare provider. The customer was offered to troubleshoot for low blood glucose but declined.